Event description:
It was reported that post-implant, patient had a pericardial window procedure, presumably due to pericardial effusion. High capture threshold was also noted. The lead was repositioned, and dft testing was performed without complications.

Manufacturer narrative:
Product not returned. (B)(4).